Event description:
The stent was used for a transgastric insertion. Unfortunately, the stent could not be opened at the distal end and had to be removed.

Manufacturer narrative:
It was reported that the stent could not be opened at the distal end and had to be removed. As a result of analysis of returned device, outer sheath was not detached and stent was returned fully deployed. There were no curve and kinking on the stent loaded part of the outer sheath. In the inner sheath, kinking was observed, but it is not clear whether it occurred during transit or procedure. The distal part of the stent was expanded, and the proximal part had blood or body fluids congealed and was not expanded. The stent was inserted into water at 38 degrees celsius, and the blood or body fluids had melted and stent was fully expanded. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but if the stenosis is not severe, it could be better expanded at temperatures similar to body temperature than out of body. However, if stent expansion is temporarily restricted due to pressure of the patient lesion, it may take time for temperature differences and other reasons to fully expand, even if the stent is removed from the patient's body. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Unlike the description, the stent was returned deployed with the proximal side of the stent not expanded. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. It is hard to identify the exact root cause since the stent's cover was deformed due to already congealed blood or body fluid and it is hard to reconstruct the situation at the time of procedure. However, based on the fully expanded stent after insertion in water at 38 degrees, it is considered that the stent was expanded slowly due to the patient lesion's pressure and as a result, the doctor had judged stent expansion failure. Also, it is assumed that the stent expansion may have been affected even after it was removed out of the patient's body since blood was applied before the stent expansion. And then, it is considered that the stent was returned in an unexpanded state to us since the blood and body fluids congealed faster than the stent expansion time. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: inadequate expansion" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.